Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of thrombosis and shock are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other 4 xience alpine devices are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) artery and the right coronary artery (rca). The patient presented with an st elevated myocardial infarction (stemi). Two xience alpines stents (2.75 x 23 mm and 3.0 x 08 mm) were implanted in the lad and three xience alpine stents were implanted in the rca. The patient was given angiomax. The procedure went well; however, when being taken to the intensive care unit (ICU), the patient went into cardiogenic shock. The patient was taken back to the cath lab where an intra-aortic balloon pump was put in and then thrombosis was observed in all five stents. The thrombosis in the proximal lad and the rca was treated with balloon angioplasty and the mid lad was treated with two non-abbott stents. The patients medication was changed to integrilin and is now stable. No additional information was provided.